Event description:
The customer has observed a high rate of positive samples for the immulite 2000 xpi troponin assay. One patient sample was run on two different immulite 2000 xpi instruments and resulted positive when compared to two alternate platforms where the results were negative. The customer also did a patient correlation of two samples using two different troponin assay reagent lots. There are no known reports of patient intervention or adverse health consequences due to the positive troponin assay results.

Manufacturer narrative:
A siemens global product support specialist (gps) contacted the customer site. Based on the information provided by the customer, the cause of the high rate of positive results on patient samples for the troponin assay on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue.

Manufacturer narrative:
Additional information (11/08/2013): siemens diagnostics technical operations received samples t2 and t3 for further evaluation. Both samples were tested for heterophilic interference on the immulite 2000 instrument using the troponin assay reagent. Sample t2 showed heterophilic interference with the immulite 2000 troponin assay, and sample t3 showed no heterophilic interference and was negative on the immulite 2000 instrument. Both samples t2 and t3 were negative on the alternate platform (advia centaur). The results of the findings by technical operations was sent to the customer site. There has been no response from the region and the customer has not had any further questions. The instrument is performing according to specifications. No further evaluation of the device is required.